Event description:
It was reported that during a ptca/stent procedure, after the sheath had been retracted approximately 5mm, the stent deployed. The stent deployed 3-4cm distal to the intended site, and was reported to be adequately apposed to the vessel wall. A second stent was deployed to treat the lesion. The patient is reported to be doing well as of the date of this report.